Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called in to report that the ins had been shocking them ¿down there,¿ and that it felt like when you put your finger in an electrical socket and it hurt. Patient services walked the patient through syncing the programmer to the ins. The patient stated that the ins was set at 1.9 v and that resolved the shocking feeling. The caller then mentioned previously reported events. Trouble shooting resolved the issue and there were no further complications reported.